Event description:
It was reported that the patient pressures sore got worsened. The worsening was assessed as serious injury. The patient was placed on the autologic system. Over 2 days following installation, the rental mattress had 4 faults reported. The service center found the pump was defective, the issue with the mattress was noticed.

Event description:
It was reported that the patient pressures sore got worsened. The worsening was assessed as serious injury. The patient was placed on the autologic system. Over 2 days following installation, the rental mattress had 4 faults reported. The service center, after further evaluation, found the pump was working correctly; the issue with the mattress was found. The two cells was not inflating. The mattress was repaired.